Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was around 50 mg/dl, 55 mg/dl at the time of incidence. Customer treated with glucose tablet. Helpline unable to proceed for troubleshooting with customer and hence they unsure about using auto mode. Customer was advised to seek medical attention for low blood glucose. Customer reported that the site was not actively bleeding. The insulin pump will not be returned for analysis.